Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they were unable to connect to their implanted neurostimulator using the mystim application. Patient said they were seeing 'not found communicator' on the handset. Patient stated they needed to keep re-scanning the serial number. Patient was escalated on the call. Patient confirmed the communicator was fully charged, handset was charged, and implant was charged. Agent walked patient through resetting the communicator. Patient turned bluetooth off and back on in the settings application and tried to connect again, but continued to see not found. Patient toggled airplane mode on and off and closed out of all applications. Patient stated there was a green light on the communicator and was able to reset communicator again successfully, but still reported not found communicator. Patient reset handset and still reported not found message. Patient stated they had worked with medtronic rep (last name asked unknown) for this issue before as this was the second time this had happened. Patient stated rep had to un-pair communicator. Agent had patient click switch communicator and try re-pairing but the issue still persisted. The issue was not resolved through troubleshooting. A request was sent to the repair department to replace the communicator. The patient mentioned unrelated medical history. This included patient mentioned they had eye surgery and had a problem with their eyes until they got their glasses, so they could not read small print. Patient mentioned they are taking care of their fiancé with heart issues. When asked for event date, patient stated maybe 5 days to a week ago. Patient stated their leg and back is in pain and they need to turn stim up. Pt called back stating they received the communicator and wanted assistance on pairing it. During call agent walked pt though pairing the communicator but kept getting not found. Agent had pt close all applications and reset communicator but still got not found. Pt claimed their ins was at 30%. Agent had the hardest time understanding the pt on call and mentioned they have to stop charging the ins every 5 minutes to use the bathroom so it took them a long time to charge ins. Pt was redirected to their hcp and medtronic rep on getting the communicator paired up. Agent closed case. Patient called back escalated and was told by their representative to call for a rep lacement handset. Agent tried to check the implant battery level but patient was escalated and kept repeating information that they called patient services and their representative and had done all of the troubleshooting already. Patient mentioned their implant was at 90%. Agent closed case. Pt called back stating they received replacements from this case and they are trying to connect in the mystim app but, 'it won't connect'. During the call, agent had a very difficult time understanding the pt and difficulty keeping the pt focused. Pt made a comment that the previous handset 'didn't have stuff' on it. Pt stated they had eye surgery and cannot read small print - agent did not attempt to gather handset serial number due to nature of the call. Agent had pt restart handset and reset the communicator. Pt pressed connect in the mystim app and saw no device found. Pt saw blue and green light on communicator but, still saw no device found. Agent understood the pt was then seeing the 'set up link' screen - pt pressed start but, issue persisted. Pt connected with the recharger app and pt stated they saw therapy on and ins is 100% good and excellent. Pt stated their stim is not working and they cannot get connected. The pt then stated that they do not know where the implant battery is - they put the communicator over the scar but, they still see no device found. Pt stated they are going to call their mdt rep named (B)(4) has had to meet with the pt in past for 'problems'. Pt stated they spoke to their pain management doctor early today regarding their pain medication. Pt stated they left ruth messages. Agent reviewed role of hcp & role of rep. Agent redirected to hcp to further address pairing issue. Patient called back stating that they don't know what's going on with their device. Patient mentioned that the green and blue light won't stay on. Patient initially was very vague in describing the issue. Patient stated that they are in their therapy page and they switch to group b to c but they do not feel any stimulation. Patient said that they already tried increasing the intensity but still does not feel any stimulation. Patient mentioned having a charging issue in the past. Patient added that they had to charge the implant for 3-5 hours and it's taking forever. Agent sent an email to mdt rep to further address the concern.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2, serial# (B)(6), product type product ID hh9020scsr lot# serial# (B)(6), product type product ID tm91scs2 serial# (B)(6), product type product ID tm91scs serial# (B)(6), product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that their ins was not working, and it's been going on for a month. Patient mentioned that they were scheduled to meet the rep on the 10th, to have their ins checked. Patient also mentioned that this is the second problem they had with their device.